Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01512. This report is being submitted as additional information. Approximate age of device (age of device: 2 months, 26 days). The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further issues have been reported at this time. The heartmate 3 lvas instruction for use lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anti-coagulation, including recommended inr values, and the suggested anti-coagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was weak/tired, melena episodic with elevated inr, and a slow drop in hematocrit (hct) / hemoglobin (hbg). CT of the abdomen was negative findings for source. Coumadin had been on hold since inr = 3.3 on (B)(6) 2018. Last dose was on the evening of (B)(6) 2018. Previous colonoscopy on (B)(6) 2018 was negative for source of bleed and negative for arteriovenous malformation (avm). The patient was given epogen and iron supplements for previous postoperative anemia and ended up being readmitted on (B)(6) 2018 for further evaluation. Anticoagulants at the time of event were aspirin and warfarin. Unspecified changes were made to the patient¿s medication. The patient received 1 unit of packed red blood cells (prbc) in 24 hour period and a total of 5 units were given to the patient. No additional information was provided.

Manufacturer narrative:
Patient identifier: patient initials.